Manufacturer narrative:
Concomitant medical products: (2)smartsite needle free valve; pdi prevantics antiseptic skin prep swabs, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a lipid infusion at 0.39ml/hr, the pump alarmed due to an occlusion and the nurse noted leaking from the maxzero. There was no patient harm.

Event description:
The customer reported that during a lipid infusion at 0.39ml/hr, the pump alarmed due to an occlusion and the nurse noted leaking from the maxzero. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an occlusion alarm was not confirmed as neither the pump devices nor their logs were sent in. The customer¿s report of a leak at the maxzero was confirmed. Visual inspection of the set showed no damage or any anomalies. Functional testing resulted in no signs of leaking. However, pressure testing confirmed leaking from two of the maxzero ports. The set was loaded into a lab syringe pump module for an infusion test. The primary infusion was programmed at a rate of 0.39ml/h and 10ml vtbi. The infusion completed with no occlusion alarms occurring. Closer inspection of the maxzero under magnification showed a microchannel that was allowing fluid to leak out. The source of the leak is a microchannel found in the maxzero valves. The root cause of the microchannel which creates a fluid path is an equipment error during the inspection and testing process during final assembly of the maxzero component.